Manufacturer narrative:
A picture was received for evaluation following biosense webster's procedures. According to pictures provided by the customer, alert 106 ""force catheter sensor error"" was observed on carto3 screen. The device was returned to biosense webster (bwi) for evaluation. Visual inspection and screening test of the returned device were performed following bwi procedures. Visual analysis revealed a bent tip due to a bent helix. A damaged pebax was also found. No other damage or anomalies where found on the device. The potential cause of the pebax damage and the bent helix could be related to the manipulation of the device during the procedure; however, this cannot be conclusively determined. The device was connected to carto 3 system, and the device was visualized and recognized correctly; however, error 106 appeared on the system due to an open circuit in the tip area. The potential cause of the open circuit could not be determined. The force issue reported by the customer was confirmed. The instructions for use (IFU) contain the following recommendations: the force sensor of the catheter is disconnected. If the problem persists, replace the catheter cable or the catheter. A manufacturing record evaluation was performed for the finished device lot 31210761l, and no internal actions related to the reported complaint were identified. As part of biosense webster's quality process, all devices are manufactured, inspected, and released to approved specifications. H6. Investigation findings code of "appropriate term/code not available" represents photo/video analysis. This report is being submitted pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by biosense webster, inc., or its employees that the report constitutes an admission that the product, biosense webster, inc., or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate. Manufacturer's reference number: (B)(4).

Event description:
It was reported that a patient underwent an atrial fibrillation procedure with a thermocool® smart touch® sf uni-directional navigation catheter for which biosense webster¿s product analysis lab (pal) identified a damaged pebax. Initially, it was reported that a 106-alert code occurred after the catheter was plugged into carto, and before first ablation, as the tip was inserted into proximal end of sheath (proximal insertion). A second device was used to complete the operation. There was no adverse event reported on patient. Catheter was not used in patient. The force sensor error issue was assessed as non MDR reportable. The potential risk that it could cause or contribute to a serious injury or death to the operator or patient was remote. The biosense webster, inc. Product analysis lab received the device and per the evaluation completion on 28-jun-2024, the pebax was found damaged. This was assessed as MDR reportable with an awareness date of 28-jun-2024.